Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to diabetic ketoacidosis. The patient was in emergency for one day with blood glucose level of 280 mg/dl with subsequent hospitalisation. The suspected cause of high blood glucose is however unknown. The patient had ketones and moreover the health care professional identified them as life threatening. The patient's blood glucose when he left the emergency were 399 mg/dl. The patient received IV insulin and fluids as the treatment at the hospital. The patient's contact stated that the patient was not removing the needle prior to the application and also the needle guard was introduced into the patient's body along with the cannula. The contact stated that improper application technique was a contributing factor for the hospitalization event. The contact also stated that the patient did not remove the needle protector before applying and also when she pulled away the infusion set applicator, the needle guard was not visible. Reportedly, the high blood glucose of the patient was due to the fact that the patient did not remove the needle guards prior to inserting her infusion sets; and as a result the cannula was not properly inserted into the skin. The infusion was in use for less than 3 days. The patient delivered multiple boluses via the pump. The patient was hospitalized for 4 days. The patient successfully resumed the pump therapy and had no issues with the blood glucose since discharge from the hospital.. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available